Event description:
According to the information there was an aneurysm.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised on 05/15/2006 due to an aneurysm. One cylinder was the sole component reveived for evaluation. Examination and testing of the returned component revealed an aneurysm in the cylinder bladder. Testing revealed this to not be a site of leakage. Based on qa's examination, qa concluded that while in-vivo excess pressure may have been exerted on the cylinder bladder. Qa further concluded that this pressure, in combination with device usage, could contribute to sufficient stress (s) to aneurize the bladder at this site. No separation had occurred at this area. As qa was unable to obtain the date of implant and/or the serial number of the device, qa was unable to determine how long this device had been implanted and also unable to review the lot history of this product during the prodcution process. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.